Manufacturer narrative:
This report is submitted on july 04, 2017.

Manufacturer narrative:
This report is submitted june 8, 2017.

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to migration of the electrode array.